Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's ipg was damaged during an unrelated procedure. As a result, the ipg was deemed inoperable. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.